Event description:
It was reported that there were attempted to interrogate this device, however the two devices that were in the field representatives bag would show up on the programmer rather than the intended device. Technical services provided successful troubleshooting. No adverse events were reported. Additional information was received that this patient presented to the emergency room (ER) due to chest pain. An attempt to interrogate this subcutaneous implantable cardioverter defibrillator (s-ICD) was made utilizing what was thought to be a consult communicator. Technical services (ts) explained that this s-ICD cannot be interrogated with a consult. It was noted that this s-ICD is on advisory. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there were attempted to interrogate this device, however the two devices that were in the field representatives bag would show up on the programmer rather than the intended device. Technical services provided successful troubleshooting. No adverse events were reported.